Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628 batch # 3104025 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the physician's office staff contacted xxxx medical information to request a replacement of one unit of xxx hd vial kit. The reporter stated that "when the doctor drew up the syringe there was a brown foreign speck" inside the syringe. It was unknown to the reporter whether the "speck" came from the vial or the syringe, but the "speck" was observed after the dose was withdrawn from the vial. The dose was then considered "contaminated" and was not used for administration. The operator was able to successfully prepare a dose from a different xxx hd and thus the patient did not miss a dose. There are no adverse events associated with this report. The syringe, vial, and carton have been sequestered and are available for retrieval. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Three photos were provided to our quality team for investigation. One photo show one loose syringe filled with an unknown clear fluid has unknown yellowish particulate inside the fluid path appears to be embedded in the plastic. The next image shows the particulate dry on a white background with measurements. A third image shows a wavelength graph of the material; however, the material cannot be determined from the wavelength graph provided. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path is associated with the assembly process. This condition is occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3104025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.